Manufacturer narrative:
The reported event of high impedance was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Electrical testing revealed an open circuit between the can and the hybrid. The transistor anomaly was found to be the cause of the reported event.

Event description:
Related manufacturer reference number: (B)(4) it was reported the patient presented with a right ventricular (rv) lead that exhibited high defibrillation impedance. The rv lead was capped and replaced on 27 feb 2024. Upon connecting the new rv lead to the implantable cardioverter defibrillator (ICD), the high defibrillation impedance persisted. The ICD was explanted and replaced. The patient was in stable condition.